Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The screw head was reportedly discarded by the user facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7mm locking screw self-tapping with t8 stardrive recess 26mm broke during an open reduction internal fixation (orif) procedure of the right distal humerus on (B)(6) 2016. The surgeon was using a stryker power drill attached to a torque limiting attachment 0.8nm/quick coupling and stardrive screwdriver shaft t8 105mm to insert the screw when it broke. The head of the screw was easily removed. In order to remove the shaft of the screw, the surgeon would have to remove the plate. Surgeon decided to leave the shaft in the patient. Surgeon proceeded with surgery by implanting a new screw in a different hole. No medical intervention was required. Surgery was successfully completed without surgical delay. Patient status/outcome was reported as stable. At this time, there is no plan to remove the shaft of the screw. Concomitant medical products: torque limiting attachment 0.8nm/quick coupling (part# 511.776, lot# unknown, qty 1); stardrive screwdriver shaft t8 105mm (part# 314.467, lot# unknown, qty 1); 3.5mm locking compression plate (lcp) medial distal humerus plate 7 holes- right(part# 241.286, lot# unknown, qty 1); stryker power drill (part# unknown, lot# unknown, qty 1). This report is 1 of 1 for (B)(4).